Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, interrogation of this pacemaker and right ventricular lead revealed a lead safety switch had occurred due to high out of range impedance measurements. The measurements were repeated and the same out of range measurements were obtained. Thresholds revealed ventricular potential was measurable, however, no capture was obtained at 3.5v. Previously, atrial activation was conducted to the right ventricle and the patient has a sinus rate of fifty beats per minute. The electrogram did not confirm right ventricular pacing. An x-ray did not reveal a lead fracture. A review of the telemetry data revealed the out of range measurements occurred approximately five months ago. In addition, the patient reported not feeling well sometimes. The device was reprogrammed and the patient was hospitalized until a revision procedure is performed. Subsequently, revision procedure was performed. This device was removed and replaced. The lead connection was verified as secure. It was thought the issue may be related to the right ventricular lead fracture. According to available information, no return of this product is intended.